Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis fc system. During an interventional procedure, the user reported that the x-ray tube was arching. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be normal wear of system components. The investigation showed that the error described was due to x-ray-tube arcing. Tube arcing is a side effect when generating x-ray. Negative effects of arcing are managed by the system in a way that there is no significant impact to the clinical procedure. Further imaging can normally be continued after arcing stops. If tube arcing exceeds a certain level, x-ray release is no longer possible, as in the case given. In such cases, the user is instructed to contact the service organization, which will either recover the tube by conditioning or, if conditioning fails, will replace the tube which is an expendable item. It was recommended to the user to replace the x-ray-tube, however, the customer decided not to exchange the x-ray-tube as the system is 16 years old and will be dismantled shortly. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.